Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg ICD, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The right atrial (ra) lead exhibited diminished sensing with some variation in p waves. The lead was undersensing and not capturing. The lack of p wave sensing resulted in inappropriate ventricular tachycardia (vt)/ventricular fibrillation (vf) shock therapies for what should have been discriminated as an supra ventricular tachycardia (svt). Reprogramming was performed and the lead and device remain in use. No further patient complications have been reported as a result of this event.